Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high pacing lead impedance measurements greater than 2,000 ohms. Additional information was received and indicated that the patient had some advance health issues not pertaining to the device. The physician was trying to manage these issues and planned on watching the lead at this time. The system remains in service. No adverse patient effects were reported.

Event description:
Additional information was received indicating this right ventricular (rv) lead exhibited high shock impedance greater than 125 ohms. There was no intervention performed. The lead remains in service. There were no adverse patient effects.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.